Event description:
It was reported that the patient had been complaining of 'throat discomfort', and the clinical felt it was due to a 'hot sensor'. The device had been programmed to rate responsive mode, however during a casual walk, the sensor increased the patient's heart rate to 150 ppm. The activity threshold was changed, however rate response was eventually programmed off for the patient's comfort. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.